Event description:
This event was reported as valve thrombosed and was declotted during a procedure through the sternum, exact date unk, but reported as sometime in 1990 or 1991. Valve remained implanted. No further info was provided.